Event description:
A resolution clip device was used for an unknown procedure in 2008. According to the complainant, during the procedure, "the clip was defective." The procedure was completed with another resolution hemostatic clip device." No patient complication were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been perf. The june 2008 15- month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.